Event description:
A pt reported they were seen in ER for hyperglycemia. Their one touch basic meter allegedly had no power. There was no result on their meter. The result on the ER meter was "high". There was no comparison. Treatment was diabetes medication. No further info has been reported.